Manufacturer narrative:
D5,6; h4: info not available. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon inquiry info received and visual examination, it was confirmed that reported "inner gasket fell". Sleeve was received with inner gasket dislodged form its original position. Inner gasket was not received. No conclusion could be reach as to how inner gasket became dislodged from its original position.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket fell into the pt. The gasket was retrieved from the pt. There was no pt consequence.